Manufacturer narrative:
H3: conclusion cannot be drawn because the device was returned to medtronic but analysis was not yet performed. Once the analysis is performed, the device will be evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bearings were gone out of the attachment during use. At the time of report, there was no patient involvement.